Event description:
A consumer reported that the following intraocular lens (iol) implant surgery, she noticed many large floaters and had blurry vision. Medical records were received and reviewed. The records indicated that the consumer returned to see her surgeon on the first postoperative day reporting floaters, discomfort and foggy vision. The consumer's intraocular pressure (iop) was noted to be elevated and a paracentesis was performed. The iop was noted to be normal following the paracentesis procedure. Due to the pt had a hip replacement procedure and other medical problems, she did not return to see her implanting surgeon. She was seen by a different surgeon during the same month she had her iol implant and informed that she had this iol implanted and not the lens that she though she was going to receive (made by a different MFR). The consumer was examined by this same surgeon six months later and told she had a torn capsule and the iol was decentered. This surgeon advised her that additional surgery for this eye was not recommended. The consumer reported that she had been seen by a retina specialist also who told her that her right pupil did not respond to light as well as the left. This exam also showed a decentered iol within a torn capsule. In a f/u from the surgeon, he reported the consumer did not return for treatment following her first postoperative visit.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 04/06/2012 by fax, and mail. A completed questionaire and medical records were received on 04/09/2012. (B)(4).